Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress or deterioration of parts. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive around the objective lens was peeled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope contained a pinhole at the distal end's rubber. The issue occurred out of the box. There were no reports of patient involvement.